Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineering (fae). The following additional information was provided: no obvious damage was observed from the picture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, around the middle of the procedure, the surgeon informed that the large needle driver instrument was not moving in a normal way. To be more specific, from the articulation of the instrument when the surgeon was trying to angle the large needle driver instrument down the movement was going up (opposite direction) and vice versa. The instrument was removed and replaced on the arm with the same issue. Also, the instrument was placed on a different arm with the same outcome. The nurses noticed that the shaft of the instrument was not rotating when they tried to move it once the instrument was removed from the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have resinous/sticky contamination on all components of the proximal end. The housing and the main chassis were contaminated inside and outside. The roll gear, the roll bearing and the main tube holder also exhibited severe contamination. Additionally, the instrument failed manual articulation of the roll input disk axis 4. The axis was blocked and no motion was possible. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the roll direction. The roll motion was not possible. The complaint regarding the articulation of the instrument was moving in the opposite direction was confirmed by failure analysis. The probable root cause of contamination found inside and outside of housing is attributed to improper cleaning or sterilization techniques used in reprocessing.

Event description:
Refer to h11 for follow-up information.